Event description:
It was reported that the external pulse generator had broken front casing and ring cover. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken and the ring cover was broken. It was also noted that the lower case was contaminated, two side bail covers were contaminated, the lead flex cover was contaminated, the battery contacts were compressed, and the battery drawer was contaminated. (B)(4).